Event description:
It was reported that the device stopped working. The pt experienced a loss of both therapeutic effect and stimulation sensation. Neither the pt programmer nor the physician programmer could communicate with the ins. It was planned to remove the device, due to the malfunction. Further info is being requested from the hcp.